Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the initial MDR based in the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, since reproduction of the event was not confirmed, investigation was conducted based on the obtained information but cause of failure could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections e2, e3, g2.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of digital interface output (dvi) output not working was not confirmed. In addition, the software was updated to version 4.10. There was a smear image with 180 scope due to bent video connector pins. The switch devices had an old version. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera iii video system center digital visual interface (dvi) output was not working during preparation for use. There was no reported patient harm associated with this event.